Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coronary artery bypass grafting (CABG) procedure, the device's needle broke. Another device was used to complete the case. There was no patient injury.